Event description:
Nurse went to place a 22g IV on patient and upon inserting the needle into the skin, blood was "pouring" out of where the catheter meets the blue plastic piece. No harm to patient and did not impact patient care.